Event description:
It was reported that the guidewire sheared off during the use of this device, resulting in attempts to retrieve the fragment and pain to the patient. This 2.4mm jetstream xc catheter was selected for use during a jetstream atherectomy of in-stent restenosis of the left popliteal and left posterior tibial. During the procedure, the jetstream device was being used with a non-boston scientific guidewire and while using the jetstream device in the distal segment, the guidewire sheared off and was left in the patients left posterior tibial artery. It was noted that the jetstream device was possibly spinning in one segment longer than expected. The physician attempted for two hours to retrieve the distal end of the wire. The patient experienced discomfort/pain and received pain medication; however, it was noted that it may have been given for the patients overall health issues and being in the procedure for a longer period.

Manufacturer narrative:
Further event and patient information was not provided to bsc. We completed a good faith effort to obtain additional information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Further event and patient information was not provided to bsc. We completed a good faith effort to obtain additional information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the guidewire sheared off during the use of this device, resulting in attempts to retrieve the fragment and pain to the patient. This 2.4mm jetstream xc catheter was selected for use during a jetstream atherectomy of in-stent restenosis of the left popliteal and left posterior tibial. During the procedure, the jetstream device was being used with a non-boston scientific guidewire and while using the jetstream device in the distal segment, the guidewire sheared off and was left in the patients left posterior tibial artery. It was noted that the jetstream device was possibly spinning in one segment longer than expected. The physician attempted for two hours to retrieve the distal end of the wire. The patient experienced discomfort/pain and received pain medication; however, it was noted that it may have been given for the patients overall health issues and being in the procedure for a longer period.